Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that when the device was connected to the patient and as soon as the infusion was started, the pc unit began flashing red alarm and a system error message appeared. The device was immediately disconnected from the patient and different pump was obtained. The event occurred in progressive care unit (pcu). There was no patient impact. Per hospital's biomedical engineer, system error 800.8000 was noted upon review of the device error logs.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that when the device was connected to the patient and as soon as the infusion was started, the pc unit began flashing red alarm and a system error message appeared. The device was immediately disconnected from the patient and different pump was obtained. The event occurred in progressive care unit (pcu). Per hospital's biomedical engineer, system error 800.8000 was noted upon review of the device error logs.

Manufacturer narrative:
The reported complaint of the pcu alarming, and exhibiting a system error 800.8000 was confirmed. Physical inspection, noted the device to be fair condition with the instrument seal intact. Log analysis shows an infusion of IV immune globulin (drugid:148) was programmed by the user, but not immediately started. The pcu alarmed for a flo stop open, just prior to the user starting the infusion. The presence of an alarm and starting the infusion, resulted in the pcu showing all the devices in an idle state, but still infusing. The device was selected by the user, and the previous (currently running) infusion program was restored and then started, which led to the pcu system error code: 800.0000.0 error. And communication errors scrolling on the attached pump modules led displays. Powering the system down is the only option, when this malfunction occurs. This software condition was addressed in tracker (B)(4). Keypress replication testing, replicated the software error observed in the logs. The root cause of the system error code 800.8000.0 (general os failure) is attributed to a software malfunction, when the user selects two functions at the same time or in rapid succession. Device history review: a review of the device history record showed, the device had a manufacture date of 08/04/2018. The review was performed, from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for serial number#: (B)(6) was performed. Which confirmed, that this device was not involved in a production failure, which correlates to the customer reported issue. A review of the complaint history record was performed, for the serial number#: (B)(6). Which did not confirm, similar complaints with the same or related failure mode for this customer.

Event description:
It was reported, that when the device was connected to the patient. And as soon as the infusion was started, the pc unit began flashing red alarm. And a system error message appeared. The device was immediately disconnected from the patient, and different pump was obtained. The event occurred in progressive care unit (pcu). There was no patient impact. Per hospital's (B)(6), system error 800.8000 was noted, upon review of the device error logs.